Manufacturer narrative:
This product is registered as a combination product. Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that 4 episodes of atrial noise was noted on egms producing short mode switch episodes. The noise was reproduce with left upper extremity adduction. Programming changes were made. The patient condition was stable.